Event description:
It was initially reported that the patient received several shocks due to noise and unstable ventricular pacing impedance. The patient was later admitted for lead replacement. Oversensing and unacceptable thresholds were also reported. A medwatch from 3500a was subsequently received reporting lead fracture and oversensing of noise. No patient complications were reported as a result of this event.